Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring the ECG of a patient (age & gender unknown) the device charged up and delivered energy on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect device.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device configuration settings revealed that the device is configured to auto-analyze and auto-charge energy when a shockable rhythm is detected. However, this would not enable the device to self-discharge energy. The clinical data was not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.